Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adenomyosis, endometriosis and alopecia outcome was unknown. The reporter considered adenomyosis, alopecia, endometriosis and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ('salpingo-oophoritis'), pelvic pain ('pain/pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and autoimmune disorder ('autoimmune diseases') in a 38-year-old female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had essure in (B)(6) 2011 and ablation (B)(6) 2011". The patient's medical history included gravida I, parity 1, pollen allergy, hormone replacement therapy and pregnant. Previously administered products included for an unreported indication: luvox and effexor. Concurrent conditions included headache, abnormal involuntary movement scale, low back pain, uti, genital disorder female, abdominal pain, depression, back pain, dysmenorrhea, benign ovarian cyst, hypothyroidism, vitamin d deficiency, gastritis, mastalgia, endocervicitis, anxiety disorder, gastroesophageal reflux disease and follicular cyst of ovary. Concomitant products included alprazolam, bupropion, bupropion hydrochloride (wellbutrin), capsaicin;lidocaine;menthol;methyl salicylate (1st medx patch), clonazepam, clonazepam (klonopin), colecalciferol (cholecalciferol), colecalciferol (vitamin d3), cyamopsis tetragonoloba gum (benefiber fiber supplement), estradiol (divigel), estradiol (estrogen), famotidine, fluoxetine hydrochloride (prozac), fluvoxamine, fluvoxamine maleate (luvox), ibuprofen, lactobacillus plantarum (digestive health probiotic), levothyroxine, levothyroxine sodium (synthyroid), macrogol 3350 (miralax), norethisterone acetate (aygestin), omeprazole, progesterone, psyllium hydrophilic mucilloid, trazodone hydrochloride (trazadol), venlafaxine hydrochloride (effexor) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: left ovarian cysts"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), adenomyosis ("reproductive system disorder or condition type of disorder or condition:adenomyosis"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis/ endometriosis of posterior cul-de-sac"), alopecia ("hair loss"), the first episode of depression ("psychological or psychiatric problems condition:depression,"), headache ("headaches"), migraine ("migraines"), breast pain ("other injury(ies) or complication (s) please describe:unilateral mastalgia"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe:hot flashes"). On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypocalcaemia ("other injury(ies) or complication (s) please describe:hypocalcemia"), abdominal pain lower ("lower left abdominal pain"), gastrooesophageal reflux disease ("gerd/acid reflux gained too"), peripheral swelling ("swelling in hand and toe"), constipation ("constipation"), menopause ("menopause"), adhesion ("adhesion"), hiatus hernia ("hiatal hernia"), gastric disorder ("stomach issues"), sleep apnoea syndrome ("I have mild sleep apnea"), snoring ("snoring"), hypoxia ("hypoxemia"), oropharyngeal pain ("sore throat"), hyperhidrosis ("sweat constantly"), rash ("skin is breaking out like a teenager"), the second episode of depression ("mental health as in depressed or as in terms of memory"), bacterial vaginosis ("bacterial vaginosis"), attention deficit/hyperactivity disorder ("adhd"), panic attack ("I remember having a panic attack in office"), dysgraphia ("dysgraphia"), autoimmune disorder (seriousness criterion medically significant), myalgia ("muscle pain"), joint pain ("joint pain"), musculoskeletal stiffness ("stiff fingers and toes"), pain in extremity ("feet pain/ leg pain"), fibromyalgia ("fibromyalgia"), abdominal distension ("bloating"), fatigue ("fatigue"), arthralgia ("sacroiliac joint syndrom") and flatulence ("I also have the worst irritablity to poo"), was found to have oestradiol decreased ("estradiol is in low"), weight increased ("weight gain"), dehydroepiandrosterone increased ("dhea was high"), blood glucose increased ("my sugar was a little high") and white blood cell count decreased ("low wbc count") and underwent continuous positive airway pressure ("CPAP"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingo-oopherectomy, hysterectomy with bilateral salpingo-oopherectomy, laparoscopy with lysis of adhesions and cyst removal). Essure was removed on (B)(6) 2015. At the time of the report, the salpingo-oophoritis, adenomyosis, endometriosis, alopecia, hot flush, anxiety, headache, migraine, dysmenorrhoea, ovarian cyst, hypocalcaemia, breast pain, abdominal pain, dehydroepiandrosterone increased, gastrooesophageal reflux disease, peripheral swelling, constipation, menopause, adhesion, hiatus hernia, gastric disorder, sleep apnoea syndrome, snoring, hypoxia, oropharyngeal pain, continuous positive airway pressure, hyperhidrosis, rash, the last episode of depression, blood glucose increased, bacterial vaginosis, attention deficit/hyperactivity disorder, panic attack, dysgraphia, myalgia, joint pain, musculoskeletal stiffness, pain in extremity, fibromyalgia, abdominal distension, fatigue, white blood cell count decreased, arthralgia and flatulence outcome was unknown, the pelvic pain, abdominal pain lower, back pain and oestradiol decreased was resolving and the menorrhagia, vaginal haemorrhage, weight increased and autoimmune disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adhesion, alopecia, anxiety, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bacterial vaginosis, blood glucose increased, breast pain, constipation, continuous positive airway pressure, dehydroepiandrosterone increased, dysgraphia, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, flatulence, gastric disorder, gastrooesophageal reflux disease, headache, hiatus hernia, hot flush, hyperhidrosis, hypocalcaemia, hypoxia, joint pain, menopause, menorrhagia, migraine, musculoskeletal stiffness, myalgia, oestradiol decreased, oropharyngeal pain, ovarian cyst, pain in extremity, panic attack, pelvic pain, peripheral swelling, rash, salpingo-oophoritis, sleep apnoea syndrome, snoring, vaginal haemorrhage, weight increased, white blood cell count decreased, the first episode of depression, arthralgia and the second episode of depression to be related to essure. The reporter commented: the essure devices were placed so that 3 coils were on the right and 5 on the left uneventfully into each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: no abnormalities are demonstrated. Computerised tomogram pelvis - on (B)(6) 2012: essure devices are seen bilaterally. No free-fluid, abnormal masses, or pathologic lymphadenopathy are present. Hysterosalpingogram - on (B)(6) 2012: no spillage tube parency following essure procedure. Total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2014: the uterus is not enlarged. Normal junctional zone measuring between 7-8 millimeter in thickness. There is no abnormal signal in the junctional zone to indicate adenomyosis. Post contrast examination demonstrates homogeneous enhancement of the uterus without evidence of focal abnormality. The right and left ovaries are normal in size with small follicles visualized. There is no evidence of adnexal mass. No evidence of free fluid or fluid collections. Patient:. Pathology test - on (B)(6) 2015: the bilateral fallopian lubes show metallic wires within each of the tubes. The corresponding left ovary is 2.5 x 2.2 x 2 cm. A cortical hemorrhagic nodule is present measuring 0.7 cm. The right fallopian tube is 6 cm in length with a diameter of 0.6 cmwith no gross lesions. The corresponding right ovary is 2.5 x 2.2 x 2 cm. Sectioning shows several cortical cysts measuring up to 0.5 cm. Sections are submitted as follows: 1 and 2: cervix and endocervix; 3 and 4: anterior endometrium/myometrium; 5 and 6: posterior endometrium/myometrium; 7: left fallopian tube and ovary; 8: right fallopian tube and ovary. Spinal x-ray - on (B)(6) 2015: normal cervical spine series including oblique views. Ultrasound pelvis - on (B)(6) 2012: left adnexa * left ovary measures (ern x cm): 1.55 x 1.48 no obvious abnormalities of left adnexa noted. Right adnexa * right ovary measures (cmx cm): 2.9 x 3.1 no obvious abnormalities of right adnexa noted pelvis * no free fluid; on (B)(6) 2015: uterus measures 9.9 x 5 x 4 cm. The endometrium measures 3 mm. Linear areas of increased echotexture seen adjacent to both sides the uterus likely representing contraceptive devices. By report the patient had essure device placement in 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,endometriosis concerning the injuries reported in this case, the following ones were added from patient¿s medical records: salphino-ophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received - new events: gerd, peripheral swelling, constipation, menopause, adhesion, colonoscopy, hiatal hernia, gastric disorder, sleep apnea, snoring hypoxemia, estradiol decreased, weight increased, arthralgia, sore throat, CPAP, sweaty, skin breakout, depression, blood sugar increased, bacterial vaginitis, adhd, panic attack, dysgraphia, autoimmune disorder, muscle pain joint pain, musculoskeletal stiffness, fibromyalgia, endometrial ablation, bloating fatigue, white blood cell count decreased, sacroiliac joint syndrome, flatus were added. Concomitant drug were added. On 13-nov-2019: pfs received. Reporter information updated. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ("salpingo-oophoritis") and pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had essure in (B)(6)2011 and ablation (B)(6)2011". The patient's medical history included gravida I, parity 1 and pollen allergy. Concurrent conditions included headache, abnormal involuntary movement scale, low back pain, uti, genital disorder female nos, abdominal pain, depression, back pain, dysmenorrhea, benign ovarian cyst, hypothyroidism, vitamin d deficiency, gastritis, mastalgia, endocervicitis, anxiety disorder, gastroesophageal reflux disease and follicular cyst of ovary. Concomitant products included alprazolam, bupropion, bupropion hydrochloride (wellbutrin), clonazepam, clonazepam (klonopin), cholecalciferol (cholecalciferol), famotidine, fluvoxamine, fluvoxamine maleate (luvox), levothyroxine, levothyroxine sodium (synthroid), norethisterone acetate (aygestin), omeprazole and trazodone hydrochloride (trazadol). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6)2015. At the time of the report, the salpingo-oophoritis, pelvic pain, adenomyosis, endometriosis and alopecia outcome was unknown. The reporter considered adenomyosis, alopecia, endometriosis, pelvic pain and salpingo-oophoritis to be related to essure. The reporter commented: the essure devices were placed so that 3 coils were on the right and 5 on the left uneventfully into each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2012: no abnormalities are demonstrated. Computerised tomogram pelvis - on (B)(6)2012: essure devices are seen bilaterally. No free-fluid, abnormal masses, or pathologic lymphadenopathy are present. Hysterosalpingogram - on (B)(6)2012: no spillage tube parenchym following essure procedure.. Nuclear magnetic resonance imaging - on (B)(6)2014: the uterus is not enlarged. Normal junctional zone measuring between 7-8 millimeter in thickness. There is no abnormal signal in the junctional zone to indicate adenomyosis. Post contrast examination demonstrates homogeneous enhancement of the uterus without evidence of focal abnormality. The right and left ovaries are normal in size with small follicles visualized. There is no evidence of adnexal mass. No evidence of free fluid or fluid collections. Patient:. Pathology test - on (B)(6)2015: the bilateral fallopian lubes show metallic wires within each of the tubes. The corresponding left ovary is 2.5 x 2.2 x 2 cm. A cortical hemorrhagic nodule is present measuring 0.7 cm. The right fallopian tube is 6 cm in length with a diameter of 0.6 cmwith no gross lesions. The corresponding right ovary is 2.5 x 2.2 x 2 cm. Sectioning shows several cortical cysts measuring up to 0.5 cm. Sections are submitted as follows: 1 and 2: cervix and endocervix; 3 and 4: anterior endometrium/myometrium; 5 and 6: posterior endometrium/myometrium; 7: left fallopian tube and ovary; 8: right fallopian tube and ovary. Spinal x-ray - on (B)(6)2015: normal cervical spine series including oblique views. Ultrasound pelvis - on (B)(6)2012: left adnexa left ovary measures (ern x cm): 1.55 x 1.48 no obvious abnormalities of left adnexa noted. Right adnexa. Right ovary measures (cmx cm): 2.9 x 3.1 no obvious abnormalities of right adnexa noted pelvis. No free fluid; on (B)(6)2015: uterus measures 9.9 x 5 x 4 cm. The endometrium measures 3 mm. Linear areas of increased echotexture seen adjacent to both sides the uterus likely representing contraceptive devices. By report the patient had essure device placement in 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,endometriosis concerning the injuries reported in this case, the following ones were added from patient¿s medical records: salphino-ophoritis. Most recent follow-up information incorporated above includes: on 17-apr-2019: mr received. Reporters information updated. Event: salpingo-oophoritis , ablation with essure were added. Concomitant drugs, lab data ,medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ("salpingo-oophoritis"), pelvic pain ("pain/pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had essure in (B)(6) 2011 and ablation (B)(6) 2011". The patient's medical history included gravida I, parity 1, pollen allergy and hormone replacement therapy. Previously administered products included for an unreported indication: luvox. Concurrent conditions included headache, abnormal involuntary movement scale, low back pain, uti, genital disorder female, abdominal pain, depression, back pain, dysmenorrhea, benign ovarian cyst, hypothyroidism, vitamin d deficiency, gastritis, mastalgia, endocervicitis, anxiety disorder, gastroesophageal reflux disease and follicular cyst of ovary. Concomitant products included alprazolam, bupropion, bupropion hydrochloride (wellbutrin), clonazepam, clonazepam (klonopin), colecalciferol (cholecalciferol), colecalciferol (vitamin d3), famotidine, fluvoxamine, fluvoxamine maleate (luvox), levothyroxine, levothyroxine sodium (synthyroid), norethisterone acetate (aygestin), omeprazole, trazodone hydrochloride (trazadol) and venlafaxine hydrochloride (effexor). In 2011, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: left ovarian cysts"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("reproductive system disorder or condition type of disorder or condition:adenomyosis"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis/ endometriosis of posterior cul-de-sac"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression,"), headache ("headaches"), migraine ("migraines"), breast pain ("other injury(ies) or complication (s) please describe:unilateral mastalgia"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe:hot flashes"). On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypocalcaemia ("other injury(ies) or complication (s) please describe:hypocalcemia") and abdominal pain lower ("lower left abdominal pain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingo-oopherectomy, hysterectomy with bilateral salpingo-oopherectomy, laparoscopy with lysis of adhesions and cyst removal). Essure was removed on (B)(6) 2015. At the time of the report, the salpingo-oophoritis, adenomyosis, endometriosis, alopecia, hot flush, depression, anxiety, headache, migraine, dysmenorrhoea, ovarian cyst, hypocalcaemia, breast pain and abdominal pain outcome was unknown, the pelvic pain, abdominal pain lower and back pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, breast pain, depression, dysmenorrhoea, endometriosis, headache, hot flush, hypocalcaemia, menorrhagia, migraine, ovarian cyst, pelvic pain, salpingo-oophoritis and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed so that 3 coils were on the right and 5 on the left uneventfully into each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: no abnormalities are demonstrated. Computerised tomogram pelvis - on (B)(6) 2012: essure devices are seen bilaterally. No free-fluid, abnormal masses, or pathologic lymphadenopathy are present. Hysterosalpingogram - on (B)(6) 2012: no spillage tube parency following essure procedure. Total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2014: the uterus is not enlarged. Normal junctional zone measuring between 7-8 millimeter in thickness. There is no abnormal signal in the junctional zone to indicate adenomyosis. Post contrast examination demonstrates homogeneous enhancement of the uterus without evidence of focal abnormality. The right and left ovaries are normal in size with small follicles visualized. There is no evidence of adnexal mass. No evidence of free fluid or fluid collections. Patient:. Pathology test - on (B)(6) 2015: the bilateral fallopian lubes show metallic wires within each of the tubes. The corresponding left ovary is 2.5 x 2.2 x 2 cm. A cortical hemorrhagic nodule is present measuring 0.7 cm. The right fallopian tube is 6 cm in length with a diameter of 0.6 cmwith no gross lesions. The corresponding right ovary is 2.5 x 2.2 x 2 cm. Sectioning shows several cortical cysts measuring up to 0.5 cm. Sections are submitted as follows: 1 and 2: cervix and endocervix; 3 and 4: anterior endometrium/myometrium; 5 and 6: posterior endometrium/myometrium; 7: left fallopian tube and ovary; 8: right fallopian tube and ovary. Spinal x-ray - on (B)(6) 2015: normal cervical spine series including oblique views. Ultrasound pelvis - on (B)(6) 2012: left adnexa * left ovary measures (ern x cm): 1.55 x 1.48 no obvious abnormalities of left adnexa noted. Right adnexa * right ovary measures (cmx cm): 2.9 x 3.1 no obvious abnormalities of right adnexa noted pelvis * no free fluid; on (B)(6) 2015: uterus measures 9.9 x 5 x 4 cm. The endometrium measures 3 mm. Linear areas of increased echotexture seen adjacent to both sides the uterus likely representing contraceptive devices. By report the patient had essure device placement in 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,endometriosis concerning the injuries reported in this case, the following ones were added from patient¿s medical records: salphino-ophoritis most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received- lot number were added. New events hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression, migraines, headaches, dysmenorrhea (cramping), tumor / teratoma / cancer type: left ovarian cysts, unilateral mastalgia, hypocalcemia, lower back pain, abdominal pain, lower left abdominal pain were added. Outcome of pelvic pain updated to recovering / resolving. New reporter, patient information, medical history, concomitant and historical drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ("salpingo-oophoritis"), pelvic pain ("pain/pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had essure in (B)(6) 2011 and ablation (B)(6) 2011". The patient's medical history included gravida I, parity 1, pollen allergy and hormone replacement therapy. Previously administered products included for an unreported indication: luvox. Concurrent conditions included headache, abnormal involuntary movement scale, low back pain, uti, genital disorder female, abdominal pain, depression, back pain, dysmenorrhea, benign ovarian cyst, hypothyroidism, vitamin d deficiency, gastritis, mastalgia, endocervicitis, anxiety disorder, gastroesophageal reflux disease and follicular cyst of ovary. Concomitant products included alprazolam, bupropion, bupropion hydrochloride (wellbutrin), clonazepam, clonazepam (klonopin), cholecalciferol (cholecalciferol), cholecalciferol (vitamin d3), famotidine, fluvoxamine, fluvoxamine maleate (luvox), levothyroxine, levothyroxine sodium (synthyroid), norethisterone acetate (aygestin), omeprazole, trazodone hydrochloride (trazadol) and venlafaxine hydrochloride (effexor). In 2011, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: left ovarian cysts"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("reproductive system disorder or condition type of disorder or condition:adenomyosis"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis/ endometriosis of posterior cul-de-sac"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression,"), headache ("headaches"), migraine ("migraines"), breast pain ("other injury(ies) or complication (s) please describe:unilateral mastalgia"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe:hot flashes"). On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypocalcaemia ("other injury(ies) or complication (s) please describe:hypocalcemia") and abdominal pain lower ("lower left abdominal pain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingo-oophorectomy, laparoscopy with lysis of adhesions and cyst removal). Essure was removed on (B)(6) 2015. At the time of the report, the salpingo-oophoritis, adenomyosis, endometriosis, alopecia, hot flush, depression, anxiety, headache, migraine, dysmenorrhoea, ovarian cyst, hypocalcaemia, breast pain and abdominal pain outcome was unknown, the pelvic pain, abdominal pain lower and back pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, breast pain, depression, dysmenorrhoea, endometriosis, headache, hot flush, hypocalcaemia, menorrhagia, migraine, ovarian cyst, pelvic pain, salpingo-oophoritis and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed so that 3 coils were on the right and 5 on the left uneventfully into each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: no abnormalities are demonstrated. Computerised tomogram pelvis - on (B)(6) 2012: essure devices are seen bilaterally. No free-fluid, abnormal masses, or pathologic lymphadenopathy are present. Hysterosalpingogram - on (B)(6) 2012: no spillage tube parency following essure procedure. Total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2014: the uterus is not enlarged. Normal junctional zone measuring between 7-8 millimeter in thickness. There is no abnormal signal in the junctional zone to indicate adenomyosis. Post contrast examination demonstrates homogeneous enhancement of the uterus without evidence of focal abnormality. The right and left ovaries are normal in size with small follicles visualized. There is no evidence of adnexal mass. No evidence of free fluid or fluid collections. Patient:. Pathology test - on (B)(6) 2015: the bilateral fallopian lubes show metallic wires within each of the tubes. The corresponding left ovary is 2.5 x 2.2 x 2 cm. A cortical hemorrhagic nodule is present measuring 0.7 cm. The right fallopian tube is 6 cm in length with a diameter of 0.6 cm with no gross lesions. The corresponding right ovary is 2.5 x 2.2 x 2 cm. Sectioning shows several cortical cysts measuring up to 0.5 cm. Sections are submitted as follows: 1 and 2: cervix and endocervix; 3 and 4: anterior endometrium/myometrium; 5 and 6: posterior endometrium/myometrium; 7: left fallopian tube and ovary; 8: right fallopian tube and ovary. Spinal x-ray - on (B)(6) 2015: normal cervical spine series including oblique views. Ultrasound pelvis - on (B)(6) 2012: left adnexa. Left ovary measures (ern x cm): 1.55 x 1.48. No obvious abnormalities of left adnexa noted. Right adnexa. Right ovary measures (cmx cm): 2.9 x 3.1, no obvious abnormalities of right adnexa noted. Pelvis. No free fluid; on (B)(6) 2015: uterus measures 9.9 x 5 x 4 cm. The endometrium measures 3 mm. Linear areas of increased echotexture seen adjacent to both sides the uterus likely representing contraceptive devices. By report the patient had essure device placement in 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,endometriosis concerning the injuries reported in this case, the following ones were added from patient¿s medical records: salpingo-oophoritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.